Manufacturer narrative:
Due to character limitation in e1, full initial reporter: (B)(6) and full event site name: (B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that cardiosave intra-aortic balloon pump (iabp) had leak in unit. No patient injury and harm reported.

Manufacturer narrative:
Updated: b4, d9, e1 (initial reporter and event site email) e2, e3, g3, g6, g7, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation finding, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) confirmed there was no leak present. The broken muffler caused the unit to sound like it was leaking. Replacing this re-solved the issue. The o-ring was replaced for service courtesy. It did not contribute to any issues. Completed validation successfully. Product passed all functional and safety testes per manufacturer specifications. Completed repair successfully.

Event description:
N/a.